Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: the stapler was working fine with straight reloads. A reticulating reload was then used and the reload failed to fire and could not be removed from the stapler. A second stapler was opened and again failed to fire with reticulating reload from the same lot. A third stapler was opened, which worked with the reticulating reloads. The last faulty reticulating reload fired across the aorta and only fired on one side, which resulted in massive blood loss of 3 liters. The surgeon stated that the patient had cirrhosis of the liver and therefore the liver was thicker than usual, which may have been the cause. The patient is now stable.